Event description:
A home pt contacted baxter's technical service center regarding a leak in the drain line. The home pt discovered the leak at the end of therapy. No pt injury or medical intervention was indicated at the time of the initial call.